Event description:
It was reported by the patient's spouse that the patient's implantable cardioverter defibrillator (ICD) system had shocked him many times. The device was explanted and replaced three years and eight months after date of implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion. (B)(4).